Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in multiple episodes with delivered inappropriate shocks. Device data was sent to technical services (ts) for review. Data analysis confirmed the delivered therapy was due to myopotential noise. Ts then provided further troubleshooting options. This system remains in service. No additional adverse patient effects were reported.